Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this md. A customer from taiwan alleged discrepant results for one patient when using the cobas® sars-cov-2 & influenza a/b test for use on the cobas liat system. The alleged sample initially generated a sars-cov-2 positive , influenza a/b negative result when tested on cobas liat. The same sample was repeated twice on a separate cobas liat and generated negative results for all three targets (sars-cov-2, influenza a/b). A new sample was collected and tested on the same cobas liat used for the retests and generated a negative result for all three targets (sars-cov-2, influenza a/b). The negative result was reported. No harm is alleged. Per FDA¿s eua guidance, 1 MDR will be filed.

Manufacturer narrative:
Review of the sample data showed that the sars-cov-2 result appears to be a true positive and that the sample is a low titer sample, near the limit of detection (lod) of the assay. Furthermore any results for samples near the lod of the test can be expected to waiver between positive and negative. The observed discrepancy is most likely due to the sample being a weak positive for the sars-cov-2 target that is at/near the limit of detection (lod) of the assay. Very low viral load specimens that are near the assay lod may not generate consistent results upon repeat testing according to expected statistical variances in detection. Facility name is truncated due to character limit facility full name: (B)(6).